Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurate readings compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 in the evening, he obtained readings of ¿160 and 220mg/dl¿ on the same meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported a couple of hours after the issue first began, he developed symptoms of sweating and shaking. The patient reported on (B)(6) 2013 in the evening he had something to eat or drink as treatment. At the time of troubleshooting the cca confirmed the patient was using an approved sample site to obtain the blood sample and approved testing steps. The cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient¿s test strips and test strips vial were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged meter reading inaccurately, he was unable to control his blood glucose effectively, delaying treatment, and he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 (01/31/2014)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2014 and (B)(4) 2014 with the following findings: the test strips were tested and found to have failed for control solution high and a test strips was also found trapped in the vial¿s lid. Retains passed testing. The meter was evaluated and pa was unable to reproduce the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.